Manufacturer narrative:
(B)(4).

Event description:
The physician was using a launcher guide catheter during a procedure. It is reported that the launcher got stuck in the vasculature during the procedure and that the catheter had been torqued prior to the shaft detaching in two. The broken catheter had to be removed surgically. Two images received show catheter shaft broken in two, with severe torquing evident on one part of the shaft. The physician confirmed that the torque at the distal end of the catheter was not transferred up to the catheter tip. There were no patient injuries or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: received for analysis was one 6f launcher guide catheter lot# 0007646457 separated into two pieces. The condition of the return catheter is consistent with the photo and cine sent by the customer. As received the two pieces are taped to a piece of paper, the shaft is separated 26.5 cm from the strain relief. The distal end of the catheter is undamaged. The shaft is kinked 15 and 16cm from the strain relief. Inner diameter could not be measured due to dried blood and damaged condition.